Manufacturer narrative:
The insulin pump was received with unreadable display due to cracked and bleeding liquid crystal display window. No further testing could be performed due to cracked and bleeding liquid crystal display. The insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a cracked display screen due to insulin pump becoming loose from belt clip and falling and breaking on the floor. Customer states issue may be due to adhesive. Customer states wording on display screen is not normal wordings. Customer's blood glucose was 134 mg/dl. Customer had been treating with manual injection since insulin pump broke. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)